Event description:
During a scoliosis correction surgery at t11-l3, the threaded insert (stem, part #(B)(4)) inside the uss hook or screw holder ((B)(4)) broke off inside of the uss stainless screw at right l1. The instrument broke at the end of the procedure, and there was no way of removing the broken fragment, since it's threaded in, without completely taking out the whole construct. Surgeon decided it would be more detrimental to prolong the surgery and left the broken piece in the patient.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the DHR shows there were no anomalies which could have caused or contributed to this complaint. All records indicate the part was manufactured to specifications. The investigation could not be completed, no conclusion could be drawn, as no product was returned.